Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer had symptoms such as nausea, dry mouth, and thirst. Customer treated with manual injection and insulin pump. Customer's blood glucose value was 355 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018. Troubleshooting was performed. There were no leaks or air bubbles. There were no site or insulin issues. Customer also reported that the insulin pump had a keypad anomaly and the numbers ramp up without the user's input. The insulin pump was not exposed to a change in altitude. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.